Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to starting (ports placed) a da vinci-assisted surgical procedure, the nurse confirmed a "no battery backup" message on the screen and the battery indicator showed 1 solid red led. Technical support engineer (tse) recommended ensuring the patient side cart (psc) breaker switch was turned on and recommended a hard reboot/emergency power off (epo) on the psc when able. The customer was continuing with the procedure and may call back for assistance with the hard reboot after the case. This issue was previously reported and has returned. All repair details will be captured on field service order (fso) (B)(4). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the reported errors 816, 824, 858, 860, and no battery backup failure were confirmed but not replicated. Upon visual inspection, no issues were found that would be related to reported event. This system power manager (spm) assembly was installed, successfully programmed, and tested on the pca golden system, with no issue on startup and no errors or failure were triggered. To troubleshoot and test the root cause of this report event, the spm assy charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts, psc was left plug in to a power source to test the charge feature of the spm assy unit and in 30 mins battery was full charge to 43.6 v with all 3 green solid led lighted. This spm charge feature passed the test within the 1-hour threshold. Root cause is attributed to a defective spm.

Event description:
Refer to h11 for follow-up information.